Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found an outer insulation abrasion noted on the lead 830 millimeters (mm) to 840 mm from the terminal pin. Due to the abrasion, it appears that this lead was most likely dislodged and came in contact with another lead.

Event description:
Boston scientific received information that this left ventricular (lv) lead was exhibiting loss of capture (loc) and high pacing threshold measurements. The lead was found to have dislodged. The physician successfully explanted and and replaced the lead. No adverse patient effects were reported.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.